Event description:
Threaded portion of acetabular cup positioner broke off in the cup, during positioning and impaction. A portion of the instrument remains in cup. The surgeon was unable to insert an apical hole plug in cup, due to presence of broken portion of instrument.